Event description:
It was reported in an online article that in 2010, the patient underwent two neck surgeries, both with rhbmp-2/acs. The patient's doctor reportedly explained that he had one ruptured disc. Per the patient, ¿just a few months after the first surgery, I needed another one because the disc above or below was bad,¿ ¿I thought the first surgery fused the vertebrae but I think this bone graft caused damage to the next disc. I went back to the surgeon again. He told me that bone was growing outside the infuse bone graft but there was no reason to do more surgery. Before having this surgery, I understood that the graft was going to contain everything but this isn¿t the case with me.¿ the patient reports that he isn¿t sure why his surgeon said it was okay or why bone is growing outside the graft. He is on disability due to a back injury at work and can¿t afford the cost of co-pay to see another doctor. Per the patient, ¿I¿ve had problems swallowing for some time and it¿s getting worse. Now that I think about it, this problem started not long after the surgery. It happens sometimes when I eat dinner and when I eat too fast. If I am stressed, it bothers me too. It scares me when I get this swallowing problem with food because I think that I am going to choke. It is especially worrisome when I am by myself. When it happens, it is hard not to panic - imagine having a golf ball stuck in your throat. That¿s what it feels like.¿ the patient also reports that he is in constant pain, from his neck and throat and into his shoulders.

Manufacturer narrative:
Article citation: mundy, jane. "Medtronic double-dipping?" Lawyers and settlements. Online legal media, 23 march 2015. Web. 27 march 2015. <(>< <)>http://www.lawyersandsettlements.com/articles/medtronic-infuse-bone-graft/interview-medtronic-lawsuit-bone-graft-16-20530.html>. Implant date: 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.